Event description:
It was reported that (1) lcsc5 was used during a laparoscopic gastric bypass procedure. It was reported by the rep that the tissue pad fell off instrument inside pt during case and was removed. The case was completed with another lcsc5 there was no consequence to pt.